Event description:
It was reported by the pt that he was not able to adjust stimulation. Particularly unable to decrease stimulation. It was further reported the pt experienced shocking and jolting sensations and was admitted to the ER. The MFR's rep noted the pt was in significant distress with periodic groaning, gritting of teeth, total body shakes and spasms. The device was interrogated in the ER and found to be off and at zero volts. Additionally, all of the impedances were checked and were within normal limits. Radiographs were taken as pt's symptoms increased in supine position required for CT scan. Upon visualization of radiographs the generator, leads, and extension wires all appeared intact. The hcp admitted the pt for exploratory surgery, although the pt requested device be explanted. The device system was explanted the next day at the pt's request. The explanted system appeared intact. The shocking symptoms dissipated post explantation, although the pt continues to require high doses of pain medication.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.